Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery compartment threads were damaged. Investigation also revealed that the battery cap threads were damaged. Additionally, investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: evaluation revealed that the battery compartment had multiple cracks. There were two cracks in the battery compartment threads and one crack below the grip pad. The battery compartment threads were also found to be damaged. The battery cap was not able to be secured to the pump due to damaged battery cap threads, damaged battery compartment threads, and battery compartment cracks. A loss of power occurred during testing. A test battery cap was used to complete investigation. During testing, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).